Event description:
It was reported the camera control unit displayed an e221 error code. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of error code e221 was not confirmed. Device inspection found and confirmed error code e116. Based on the results of the investigation, it was presumed that error code e116 was due to graphics processing unit (gpu) assy failure. A root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.